Manufacturer narrative:
The system has been in use since jul'2017 , and is being used till date , there were no other adverse events reported for the system. The cause can be attributed to the user continuing the laser treatment despite the coaxial illumination not working resulting in inaccurate targeting on the natural lens ,leading to traumatic cataract. The device labeling and risk control measures were verified and were deemed adequate.

Event description:
Ellex services europe received a complaint from the user facility that the surgeon performed a floater treatment on a phakic patient without coaxial illumination, which led him to shoot the crystalline lens causing an immediate traumatic cataract. The event occurred in (B)(6) 2019 however was communicated to the ellex service tech during the subsequent service call on 4thmay'2020. The patient had been advised for cataract surgery. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.